Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers tip was damaged at 75,981 joules of use. At 23,607 joules of use while using the second surgical fiber, the fiber broke in half while inside the scope and was retrieved. The case was completed using a third fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was returned by the customer and was found to show signs of char and melting. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.